Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device misfired causing the case to be converted to an open procedure. Buttressing material was not being utilized at the time the device misfired. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.